Manufacturer narrative:
Concomitant medical products: 4592 lead, implanted: (B)(6) 2006; 4194 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high/undefined pacing impedance, oversensing, and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.